Manufacturer narrative:
(B)(4). Date sent: 3/3/3026. Attached related report mw5182233.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Is the current patient status known? No patient consequences. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. 3. How was the surgery accomplished? Opened a new device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unk procedure, that device wouldn't heat up. No patient consequence has been reported.